Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:evaluation revealed battery compartment crack to the left of the grip pad. There was corrosion observed in the battery compartment. A leak test failed at battery compartment crack. The pump case was removed and corrosion observed throughout the pump. The pump powered on but the screen remained blank due to moisture. Evaluation also revealed that the battery cap threads are stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and blank screen. This report is made based on results of investigation completed on (B)(6) 2015.